Event description:
When the device was used during a total abdominal hysterectomy, it did not function correctly on the initial firing. The surgeon attempted to fire the device and it locked out, which resulted in an incomplete staple line and the inability to fire a second time. No injury to the patient was noted, and a like device was used to finish the case without incident.